Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6327863. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(6). FDA notified yes: the initial reporter also notified the FDA on (date) via medwatch #(B)(4). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while a certified pharmacy tech was using a 60 ml bd¿ syringe with bd luer-lok¿ tip, cisplatin leaked through the rubber stopper and outside the barrel. There was no report of injury or medical intervention.